Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at unknown concentrations and dosages via an implantable pump for non-malignant pain and chronic low-back pain. On 2016-dec-08, it was reported that the patient had a piece of their catheter left in the intrathecal space of the spine on (B)(6) 2016. During a total system explant, the health care provider (hcp) was unable to remove a portion of about 2.5 to 3 inches of the catheter after it broke off. The catheter piece had to be left in the patient¿s spinal column. (B)(6): additional information was received from the patient's healthcare provider (hcp) on 2016-dec-16. It was reported that the patient experienced no symptoms related to the catheter piece left in their spine. According to the hcp, no attempt was made to retrieve the broken catheter piece and it continues to remain in the patient's spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.